Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing pyxis and stations was on critical override. The customer reported a site-wide issue and stated that the nurses were unable to view anything on their screens. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the orders were not crossing and all the stations were in critical override. A technical support specialist dialed into the carefusion coordination engine (cce) and found that the carefusion coordination engine (cce) service had stopped, started the service to address the errors in message trace: cannot insert message into queue issue, checked the structured query language (sql) log remotely and identified always on availability errors, then restarted the carefusion coordination engine (cce) services, after which message flow resumed successfully. The system functioned as intended after the technical support specialist troubleshot the device.